Event description:
It was reported the patient had their device implanted in may and a few weeks later they had to place the neurostimulator deeper because the patient could feel it and it was hurting their back. It was stated the patient¿s entire system was explanted on (B)(6) 2013 because they had no therapeutic benefit. It was noted that because of these surgeries they were in more pain than prior to the surgeries. It was later reported the patient had 50 percent or greater symptom reduction and did feel stimulation when the device was implanted. It was stated the patient had two surgical operations to revise the leads to resolve the issue. It was noted the patient had not followed up in the office since their system removal.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0715m, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).